Event description:
Broken rod of mis deformity construct migrated down to distal buttock, proximal posterior upper leg.

Manufacturer narrative:
A follow up report will be filed upon completion of investigation.

Manufacturer narrative:
The mis single inner set screw was not returned for evaluation. Review of the device history record could not be performed as the lot number is unknown. A twelve month complaint trend analysis for the set screw found no emerging trends. The root cause of the rod migration cannot be determined. It cannot be determined if the set screw caused or contributed to the event. No corrective action/preventive action (CAPA) is required as there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.